Event description:
Customer reported via phone, the casing on the insulin pump was cracked and the threading in the reservoir compartment. Customer's blood glucose was 96 mg/dl. Customer is concerned the reservoir is not going to lock correctly and it's going to fall out because of the damage. The o-ring inside the reservoir compartment is also falling out. The device was not dropped, bumped, and or car accident. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window and broken reservoir tube lip.